Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the luer lock became unscrewed and disconnected from the infusion set tubing. Customer's blood glucose level was impacted (450 mg/dl).